Manufacturer narrative:
Bayer radiology product analysis received and examined the returned syringe, lot number 8403956, and identified the presence of a thin strand of hair in the fluid path. The particle was detected in the barrel of the syringe and measured approximately 114 mm in length and 0.02 mm in width. Comparison of the particle with the inside diameter of the range of catheters used for radiology injection concluded that the potential of injection into the patient exists. Our investigation determined that the particulate noted in the syringe was introduced during the material handling in the manufacturing process and was not detected upon receipt of the syringe from the supplier. The syringe kit instructions for use instructs the user to "visually inspect contents and package before each use". This visual inspection is to ensure particulates are noticed and mitigated, which is what occurred in this reported instance.

Event description:
The site reported the following: upon opening the provis syringe kit and inspecting the contents, the technologist noticed a thin, hair-like foreign body within the syringe barrel. The customer elected not to use the syringe. No injury or adverse event was reported.